Event description:
It was reported that, "the torx screw driver tip broke off as surgeon was attempting to screw in a dome hole cover. We used another screw driver that was in the tray to complete the task."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.